Event description:
Customer reports that patient information was incorrect when reported through (B)(4). There was no report of patient injury as a result of this event.

Manufacturer narrative:
Customer was using birth dates as patient ID's. A siemens representative explained to the customer that birth dates are not appropriate for use as patient identifiers as some patients could have the same birth date. The customer has been instructed the need to use unique patient ID numbers for individual patients and not to use birth date.